Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following the implant procedure, the patient complaint about a scratch on the lens. The scratch was influencing his vision. The lens was planned to remove. Additional information was received and stated that, post cataract surgery (with iol implant) 1 week follow up, it was found that the lens that was inserted presented with a mark in the optic of the lens, affecting the patients vision. The iol was exchanged in a secondary procedure. The issue has been resolved.

Manufacturer narrative:
Additional information provided in d.10. And h.10. Qualified associated products were indicated. The product investigation could not identify a root cause. The reported scratch was causing the vision issues which caused the need for explant. The lens was replaced with the same lens model with a half diopter difference. The manufacturer internal reference number is: (B)(4).